Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During procedure, venaseal occluding device to treat the great saphenous vein (gsv). Three days post procedure, patient complained about redness and firmness on the leg treated. The patient came in the same day. The skin was red and almost looked like cellulitis along the length of the vein with firmness. The patient was prescribed a medrol dose pack which did not improve symptoms. Physician then prescribed prednisone and after 20 days the symptoms resolved. No further patient injury was reported.

Manufacturer narrative:
Additional information: 45 centimetres of vein were treated with an unknown volume of glue used. There was no deviations to the location of the catheter tip prior to the initial delivery of adhesive. The catheter tip was 5 centimetres caudal to the sfj. There was compression with probe perpendicularly proximal to the catheter each time the glue trigger was depressed and hand compression over the treated portion of the vein along the length of the vein. The irritation was along the length of the treated vein and it was red along the length of the treated vein. If information is provided in the future, a supplemental report will be issued.